Manufacturer narrative:
(B)(4). The device was manufactured august 02, 2016 ¿ august 04, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused. The expected therapy time was 30 minutes; however, the infusion was reported to have completed in 2 hours. The device had been filled with 1mu colistimethate in 50ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.